Event description:
It was reported that while the one-link needlefree ivconnector was being used in the pharmacy during filling and priming, large air bubbles in the IV set were noticed. It is unknown if there was any patient involvement. There was no report of injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available. If additional relevant information is received a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the root cause could not be determined. If additional relevant information or samples become available, a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.